Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Healthcare professional reported ¿increased volume, some hardening, and pain¿, ¿noticed an increase in volume in the right breast, accompanied by pain¿, ¿showed a sparse echogenic collection in the right breast, more evident in the lower quadrants, which could be silicone leakage or a fibrotic/inflammatory collection¿ and ¿confirmed the suspicion of an intracapsular rupture¿. This record is for the right-side. Device remains implanted and will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.